Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ needle had an oily substance on the back rubber stopper.

Event description:
It was reported that a bd eclipse¿ needle had an oily substance on the back rubber stopper.

Manufacturer narrative:
Investigation summary: one actual sample without packaging was returned for evaluation. The actual sample was subjected to silicone content determination test. No excessive silicone was observed from the returned sample. Root cause could not be determined as sample passed silicone content determination. During the review of DHR, there was no similar non-conformance found during out-going inspection. There was no failure on functional test performed during out-going inspection for silicone content determination. As such, we are unable to determine the root cause.